Event description:
Caller states patient tested 4.8 inr and 4.8 inr on the coaguchek xs plus system while a comparison lab returned as 3.2 inr. Patient's warfarin dose was adjusted based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).